Event description:
It was further reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the head tested out of specification on its uplink test and positioning displays and the cable was replaced. It was further noted that the label was missing its laminate and the label was replaced as well. Product ID 229047 software analyzer. (B)(4).